Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, d4(expiry date: 01/2018), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Medical records were received through the litigation process. A vena cava filter was deployed in a patient with pulmonary emboli and deep vein thrombosis. Approximately one year six months post filter deployment, pulmonary angiogram findings were suggestive of chronic thromboembolic disease of the pulmonary arteries.

Event description:
Medical records were received through the litigation process. A vena cava filter was deployed in a patient with pulmonary emboli and deep vein thrombosis. Approximately one year six months post filter deployment, pulmonary angiogram findings were suggestive of chronic thromboembolic disease of the pulmonary arteries.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year two months of post deployment, a computed tomography (CT) abdomen was revealed that a posterior strut which had eroded through the left posterolateral wall of the cava but not into the aorta or adjacent vertebrae. Eventually after four months, pulmonary angiogram findings were suggestive of chronic thromboembolic disease of the pulmonary arteries. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year six months post filter deployment, pulmonary angiogram findings were suggestive of chronic thromboembolic disease of the pulmonary arteries. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the relationship to the filter and the origin of the pe are unknown based on the provided medical records. Henceforth, the investigation is inconclusive for any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. A vena cava filter was deployed in a patient with pulmonary emboli and deep vein thrombosis. Approximately one year six months post filter deployment, pulmonary angiogram findings were suggestive of chronic thromboembolic disease of the pulmonary arteries.